Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 4.2 had failed to recover. A field service engineer (fse) had the customer hold the drawer in place and then recover the drawer. The customer logged in and tested the drawer's operation, confirming it was functioning properly. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es drawer 4.2 was failed to recover. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.